Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: "fm on the plunger was advised that it was an oil residue." Verbatim: rcc received a complaint via phone. Pir attached. (B)(6) (B)(4). Issue: fm on the plunger was advised that it was an oil residue no pt harm sample: yes date of event: 01mar2024

Manufacturer narrative:
One hundred and seventy-two samples of 10ml luer-lok syringes (p/n - 302995) were received and evaluated. Eight individual bags each containing a bag of sealed packages from a different batch; consisting of 149 samples from batch 3159225, 10 samples from batch 1363524, 5 samples from 0329731, 2 samples each from batches 1363524, 0329731, 3159225, and 1 sample each from batches 1296026 and 9344799. All samples were found to have no oil or excessive silicone defects and acceptable. Ftir analysis testing was performed and confirmed the substance to be silicone used in the manufacturing process. The condition observed is acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the samples received. Therefore, no corrective action is required at this time. Batches 3159225, 1363524, 0329731, 1363524, 0329731, 3159225, 1296026 and 9344799 are considered in compliance with our product specification requirements. A device history record review is not required due to the complaint being for the design of the product and not a true defect.

Event description:
No additional information.